Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s device was reflecting episodes that did not appear to be true asystole. The device also reflected cardiological pauses that were probably accurately relayed, so the device was removed and a pacemaker was implanted. The patient was stable before, during and after the explant and subsequent implantation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further analysis confirmed the reported events of intermittent undersensing. The device was cut open for further testing. Visual inspection of internal components was performed and revealed contamination of moisture getter on the header feedthrough pins, this may contribute to the sensing anomaly reported from the field. A manufacturing issue may have occurred that resulted in the moisture getter contamination on the feedthrough pins. As a result of this finding, abbott is performing further investigation.